Manufacturer narrative:
(B)(4). Follow up it was reported there is a white powder along the entire length of the needle. To aid in the investigation, a photo of the incident reported was received for evaluation by our quality team. It was possible to observe the presence of the part in the packaging. This defect could occur if there was an adjustment to the needle pads. It could be possible that a screw became loose on some new protection installed. A device history record review was completed for provided material number 305818, lot 2243805. In-process inspections were performed according to the control plan and no records of this incident was reported. Quality notifications were checked and no records relating to this defect were found. Maintenance found an order possibly related to this incident. Parts are routinely inspected using visual and functional testing. Processes are validated in accordance with what is established, maintaining quality through inspections in periods with statistical guarantees. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was able to confirm the incident in question.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21ga 1-1/4in tw ll eclipse brazil had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: we hereby communicate that quality deviation problems occurred again in the 2243805 lot during the use of the material: hypodermic needle w/ disp seg 30x08mm , item code 89130 - product code : 987314 , model: bd eclipse ref.: 305818. Needle with presence of white powder in its entire length.